Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, lens opacity (asc). Lens explanted. Problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge tube dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).